Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to surgery ate per service and installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the bean control check was performed about two minutes and thirty nine seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was interrupted once by the surgeon releasing the laser pedal during bed cut. The surgeon than aborted the treatment by pressing the laser pedal instead of the vacuum pedal, indicated by the info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿. Treatment was only thirty seven percent complete. According to the logfiles the user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. As per initial report, the root cause for the incomplete flap cut, was patient condition related. Patient squeezed eye causing suction break. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the suction broke because of patient squeezed and resulted in an incomplete flap in left eye of the patient during lasik surgery and the treatment was reablated and completed.